Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated while using the relion® insulin syringe. There was no report of patient impact. The following information was provided by the initial reporter: caller reported on behalf of her spouse, when he removed the needle shield, needle hub separated.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1172383. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that the needle hub separated while using the relion® insulin syringe. There was no report of patient impact. The following information was provided by the initial reporter: caller reported on behalf of her spouse, when he removed the needle shield, needle hub separated.